Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the occlusion alarm occurred after there was a temperature change to the pump. Blood glucose level was 260mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended.